Event description:
It was that during a thoracotomy wedge resection procedure that two psee45a staplers were used with an unknown color reload. Both staple lines did not have correct formed staples and anvil separation was noted. Another device was used to complete the procedure and there was no impact to the patient. Procedure was completed successfully with a five minute delay.

Manufacturer narrative:
(B)(4). Batch # u5ea7f. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device (a) was returned with the anvil bent upwards and with no reload present. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.